Event description:
It was reported that after an exam, the system lost power while still plugged in. This may result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and the power motor relay board were replaced during the service call. The system was tested and found to be working as intended and put back into service.